Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 1 and 4 hours. The patient was prescribed aflumycin cream as a treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.